Event description:
It was reported to hill-rom that the control unit was getting really hot and put a blister on the patient's foot. A hill-rom technician removed the product from the account. An investigation could not reproduce the failure. During an investigation of this product line it was found that it is possible for an external component on the product to reach a temperature above that which is allowable for brief patient contact. All allegations of injury (regardless of severity) due to this failure mode are being reported.